Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported injury cannot be determined or is unknown. There is no allegation that a malfunction of an isi system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. A review of the site's complaint history showed that there were no other complaints related to this event. This complaint is reported due to the following conclusion: after a da vinci-assisted hysterectomy surgical procedure, it was identified that the patient had three slits in the skin overlying the left hip. The surgeon repaired the skin injury with glue and sutures. Although the surgeon attributed the injury to possible user error during the process of docking the robot to the patient, the cause of the complication is unknown. There is no allegation from the customer nor any evidence that an isi device malfunctioned.

Event description:
It was reported by the surgeon that after a da vinci-assisted hysterectomy surgical procedure, the patient was identified to have three slits in the skin overlying the left hip on the anterior superior iliac spine. The cuts were described as being superficial, like the skin was grazed. The surgeon glued and sutured the skin. He speculated that the robot arm did not have enough clearance and could have scraped the patient, as the robot was driven too low while docking at the beginning of the procedure. The surgeon indicated that the patient was skinny and her protruding bony prominence could have played a role. The nurse who set up the robot was also new and most likely a travel nurse. He confirmed there was no malfunction of the system. He saw the patient for a post-operative check, and there was no issue secondary to this.